Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The original power supply was not returned. Further investigation into the printed circuit revealed extensive physical damage with blown integrated circuit components. Scorch marks were also present on the printed circuit board. The root cause could not be determined as the device was returned with an after-market power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming thermal damage found to the patient electronic system printed circuit board.